Manufacturer narrative:
Concomitant medical products: 100ml hospira bag ndc 0409-7984-37 lot number 69-005-jt exp 1 sep 2018 fentanyl. The customer¿s report of a free flow event was not confirmed or replicated during testing, however no device malfunction is believed to have occurred for the reported event. It was reported that pump module s/n (B)(4) was involved in the reported event, however the returned pump module with that s/n was found to have an electronic s/n of (B)(4). Review of the logs confirmed that pump module s/n (B)(4) was recorded as infusing fentanyl. Review of the pcu event log revealed no programming errors. At 5:33 am on (B)(6) 2017, fentanyl non weight based 1000mcg/100ml was programmed to infuse at 50mcg/hr (rate=5ml/hr). The infusion continued at various rates until 5:47 pm on (B)(6) 2017 when the vti was changed to 80ml indicating a possible bag change. The rate was 10 ml/hr. At 1:52 am on (B)(6) 2017 an infusion complete/kvo alert occurred as expected and the vtbi was changed to 10 ml. At 2:55 am there was another infusion complete/kvo alert as expected. The module was paused and at 3:00am was removed from the system. Physical inspection showed no issues with the pump module. Rate accuracy testing found the device to be infusing within specification with no periods of unregulated flow observed. No issues were found with the returned administration set during testing. The root cause of the free flow event was not determined.

Event description:
The customer reported that at 0210 the user changed the bag and tubing for a fentanyl infusion with a rate of 10ml/hr (¿100mcg¿) and a vtbi of 80 ml. The user reviewed the programmed settings and pressed the restart button but did not scan the new fentanyl bag. The infusion was started, the light turned green, and the user again reviewed the rate and vtbi. The pump alarmed at 0255 and the bag had reportedly free flowed and was empty. The patient¿s respiratory rate declined from 24 to 16 and full ventilator assist occurred (overriding the patient¿s respirations). The co2 rose from 45 to 59, the blood pressure declined, the propofol dose was decreased from 30 to 20 to 5 (dosing units not specified), and the norepinephrine dose was increased to support the blood pressure. There were no lasting effects to the patient.